Event description:
A distributor in (B)(6) reported that the inspiratory limb of an rt134 adult unheated breathing circuit was leaking due to the "obvious gap" on the adaptor. This was noticed before patient use.

Event description:
A distributor in (B)(6) reported that the inspiratory limb of an rt134 adult unheated breathing circuit was leaking due to the "obvious gap" on the adaptor. This was noticed before patient use.

Manufacturer narrative:
(B)(4). The elbow assembly of the rt134 inspiratory tube consists of an elbow and a sealing cap. An assembly jig is used to correctly insert the sealing cap into the elbow. Method: the returned rt134 adult unheated breathing circuit was returned to fisher & paykel healthcare in (B)(4) for visual inspection. Results: visual inspection revealed that the sealing cap was pushed too far into the elbow, which resulted to the reported "gap" and, consequently, led to breathing circuit leak. A lot check revealed no other complaints of this nature for lot number 111015. Conclusion: we were unable to determine the root cause of the fault observed. All adult breathing circuits, together with the elbow assemblies, are pressure tested prior to leaving the production line and those that fail are rejected. The subject rt134 adult breathing circuit would have met the required specification at the time of production. This suggests the elbow assembly was damaged post production.

Manufacturer narrative:
(B)(4). The complaint rt134 adult unheated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.